Manufacturer narrative:
Input received from the physician and medical staff indicates that the patient was noncompliant with post-operative antibiotic regime and also displayed very poor hygiene. The medical staff indicates the patient behavior likely contributed to the development of surgical wound infection. Device history records were reviewed and found an unrelated deviation related to following qms processes, however this is not likely to contribute to infection. Additional review found that the manufacturing supplier noted during a final inspection step that one of the lead kit trays was found to have contamination. The supplier initiated their nonconforming material process and documented the steps taken to evaluate the extent of the nonconformance as well as the containment and correction that took place, including re-sterilization of the affected tray components. It is unlikely that the components contributed to infection as all trays and components are sterilized and there is no evidence of the sterilization process deviating or failing. Infection is a known and inherent risk to any invasive procedure.

Event description:
On (B)(6) 2023 the patient was implanted with the nalu peripheral nerve stimulator system to target the superior genicular nerve to treat knee pain. During a follow up visit with the physcian, the incision site was noted to be infected. The nalu system was explanted on (B)(6) 2023. A portion of the distal lateral lead was found to be sheared off when the patient presented for surgery. Approximately 3cm long portion of the lead that was broken off was left inside the patient's knee in order to avoid any additional incisions. The explanted components were retained by the surgical facility.